Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("infection of fallopian tube"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included multigravida and parity 3. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), back pain ("back pain"), vaginal haemorrhage ("clotting"), depression ("depression"), abdominal distension ("constant and extreme bloating"), muscle spasms ("spasms"), headache ("headaches"), weight increased ("weight gain"), urinary incontinence ("uncontrollable bladder"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), insomnia ("insomnia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), inflammation ("inflammation of the entire body"), rash ("hot rash on arms"), eczema ("eczema"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal rigidity ("abdominal spasm"), abdominal pain lower ("cramps"), gastrointestinal pain ("pain & pressure on bowels"), gingivitis ("gingivitis"), gastritis ("stomach extremely inflamed") with abdominal pain upper, swelling ("my entire body was puffy and swollen from face to my feet") and fallopian tube enlargement ("right tube was enlarge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, genital haemorrhage, autoimmune disorder, arthralgia, vaginal haemorrhage, depression, abdominal distension, muscle spasms, weight increased, urinary incontinence, dyspareunia, dizziness, feeling abnormal, menorrhagia, insomnia, bladder disorder, urinary tract disorder, migraine, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, inflammation, eczema, nausea, tooth disorder, vertigo, dysmenorrhoea, fatigue, abdominal rigidity, abdominal pain lower, gastrointestinal pain, gingivitis, gastritis, swelling and fallopian tube enlargement outcome was unknown and the pelvic pain, back pain, headache, abdominal pain and rash had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube enlargement, fatigue, feeling abnormal, gastritis, gastrointestinal pain, genital haemorrhage, gingivitis, headache, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, swelling, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. In 2014 she had hysterosalpingogram done which showed unilateral occlusion (left tube occluded), at 10 months both occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc (product technical compliant). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("infection of fallopian tube"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. B59457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included multigravida and parity 3. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), back pain ("back pain"), vaginal haemorrhage ("clotting"), depression ("depression"), abdominal distension ("constant and extreme bloating"), muscle spasms ("spasms"), headache ("headaches"), weight increased ("weight gain"), urinary incontinence ("uncontrollable bladder"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), insomnia ("insomnia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), inflammation ("inflammation of the entire body"), rash ("hot rash on arms"), eczema ("eczema"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal rigidity ("abdominal spasm"), abdominal pain lower ("cramps"), gastrointestinal pain ("pain & pressure on bowels"), gingivitis ("gingivitis"), gastritis ("stomach extremely inflamed") with abdominal pain upper, swelling ("my entire body was puffy and swollen from face to my feet") and fallopian tube enlargement ("right tube was enlarge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, genital haemorrhage, autoimmune disorder, arthralgia, vaginal haemorrhage, depression, abdominal distension, muscle spasms, weight increased, urinary incontinence, dyspareunia, dizziness, feeling abnormal, menorrhagia, insomnia, bladder disorder, urinary tract disorder, migraine, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, inflammation, eczema, nausea, tooth disorder, vertigo, dysmenorrhoea, fatigue, abdominal rigidity, abdominal pain lower, gastrointestinal pain, gingivitis, gastritis, swelling and fallopian tube enlargement outcome was unknown and the pelvic pain, back pain, headache, abdominal pain and rash had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube enlargement, fatigue, feeling abnormal, gastritis, gastrointestinal pain, genital haemorrhage, gingivitis, headache, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, swelling, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion in 2014 she had hysterosalpingogram done which showed unilateral occlusion (left tube occluded), at 10 months both occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received: essure lot number b59457 was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, pain, joint pain, back pain, clotting, depression, constant & extreme bloating, spasms, headaches, weight gain, uncontrollable bladder, painful intercourse, dizziness, and brain fog. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage, respectively), amongst non serious events. She underwent a surgery to remove essure implant. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), back pain ("back pain"), vaginal haemorrhage ("clotting"), depression ("depression"), abdominal distension ("constant and extreme bloating"), muscle spasms ("spasms"), headache ("headaches"), weight increased ("weight gain"), urinary incontinence ("uncontrollable bladder"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), insomnia ("insomnia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, back pain, vaginal haemorrhage, depression, abdominal distension, muscle spasms, headache, weight increased, urinary incontinence, dyspareunia, dizziness, feeling abnormal, menorrhagia, bladder disorder, urinary tract disorder, migraine, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bladder disorder, depression, dizziness, dyspareunia, feeling abnormal, genital haemorrhage, headache, insomnia, menorrhagia, menstruation irregular, migraine, muscle spasms, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: in 2014 she had hysterosalpingogram done which showed unilateral occlusion (left tube occluded), at 10 months both occluded. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event menorrhagia, insomnia, bladder problems, urinary problems, migraines, irregular periods, abdominal pain added,reporter added,event outcome added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("infection of fallopian tube"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included multigravida and parity 3. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), back pain ("back pain"), vaginal haemorrhage ("clotting"), depression ("depression"), abdominal distension ("constant and extreme bloating"), muscle spasms ("spasms"), headache ("headaches"), weight increased ("weight gain"), urinary incontinence ("uncontrollable bladder"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), insomnia ("insomnia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), inflammation ("inflammation of the entire body"), rash ("hot rash on arms"), eczema ("eczema"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal rigidity ("abdominal spasm"), abdominal pain lower ("cramps"), gastrointestinal pain ("pain & pressure on bowels"), gingivitis ("gingivitis"), gastritis ("stomach extremely inflammed") with abdominal pain upper, swelling ("my entire body was puffy and swollen from face to my feet") and fallopian tube enlargement ("right tube was enlarge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery to remove the essure implant on (B)(6) 2015. At the time of the report, the salpingitis, genital haemorrhage, autoimmune disorder, arthralgia, vaginal haemorrhage, depression, abdominal distension, muscle spasms, weight increased, urinary incontinence, dyspareunia, dizziness, feeling abnormal, menorrhagia, insomnia, bladder disorder, urinary tract disorder, migraine, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, inflammation, eczema, nausea, tooth disorder, vertigo, dysmenorrhoea, fatigue, abdominal rigidity, abdominal pain lower, gastrointestinal pain, gingivitis, gastritis, swelling and fallopian tube enlargement outcome was unknown and the pelvic pain, back pain, headache, abdominal pain and rash had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube enlargement, fatigue, feeling abnormal, gastritis, gastrointestinal pain, genital haemorrhage, gingivitis, headache, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, swelling, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. In 2014 she had hysterosalpingogram done which showed unilateral occlusion (left tube occluded), at 10 months both occluded. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received:the event pregnancy, device ineffective, miscarriage, inflammation, autoimmune disorder, hot rash, eczema, nausea, dental problems, vertigo, dysmenorrhea, fatigue, abdominal spasm, cramps, gastrointestinal pain, gingivitis, gastritis, stomach painful, swelling, right tube was enlarge, infection of fallopian tube added.medical history,events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("did not see the coil per the patient (captured from mr)"), salpingitis ("infection of fallopian tube"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. B59457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's medical history included multigravida and parity 3. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), back pain ("back pain"), vaginal haemorrhage ("clotting"), depression ("depression"), abdominal distension ("constant and extreme bloating"), muscle spasms ("spasms"), headache ("headaches"), urinary incontinence ("uncontrollable bladder"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), insomnia ("insomnia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), abortion spontaneous (seriousness criterion medically significant), inflammation ("inflammation of the entire body"), rash ("hot rash on arms"), eczema ("eczema"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal rigidity ("abdominal spasm"), abdominal pain lower ("cramps"), gastrointestinal pain ("pain & pressure on bowels"), gingivitis ("gingivitis"), gastritis ("stomach extremely inflammed") with abdominal pain upper, swelling ("my entire body was puffy and swollen from face to my feet") and fallopian tube enlargement ("right tube was enlarge"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6)2015. At the time of the report, the salpingitis, genital haemorrhage, autoimmune disorder, arthralgia, vaginal haemorrhage, depression, abdominal distension, muscle spasms, weight increased, urinary incontinence, dyspareunia, dizziness, feeling abnormal, menorrhagia, insomnia, bladder disorder, urinary tract disorder, migraine, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, inflammation, eczema, nausea, tooth disorder, vertigo, dysmenorrhoea, fatigue, abdominal rigidity, abdominal pain lower, gastrointestinal pain, gingivitis, gastritis, swelling and fallopian tube enlargement outcome was unknown and the pelvic pain, back pain, headache, abdominal pain and rash had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube enlargement, fatigue, feeling abnormal, gastritis, gastrointestinal pain, genital haemorrhage, gingivitis, headache, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, swelling, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Hysterosalpingogram - in (B)(6)2014: results: total bilateral occlusion; in (B)(6)2014: results: total bilateral occlusion; in (B)(6)2014: results: total bilateral occlusion. In 2014 she had hysterosalpingogram done which showed unilateral occlusion (left tube occluded), at 10 months both occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: medical records- event did not see the coil per the patient was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage, respectively), amongst non serious events. She underwent a surgery to remove essure implant. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.